Manufacturer narrative:
(B)(4). A partial UDI is being reported because the lot number was not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. However, death is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2015, a 2.75x28mm xience xpedition stent was implanted in the proximal left anterior descending (lad) coronary artery, 100% stenosed lesion. On (B)(6) 2015, the patient was discharged home. During a follow-up phone call two years later, it was discovered that the patient had expired in (B)(6) 2016. The patient's family declined to provide any additional information. The study physician was unable to assess the relationship of the device to the event. There was no additional information provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the previously filed medwatch report, the additional information was received: there was no imaging performed. On (B)(6) 2016, the patient expired.